Manufacturer narrative:
This is an ongoing investigation. Any add'l info received will be provided in a follow up report.

Event description:
According to the report, bioglue was used in a neurosurgical case. The surgeon observed a hard nodular mass (tissue around the mass was loose) of bioglue during re-exploration of surgical area. Additionally, the area around the bioglue formed dense adhesions.